Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. Gastric bypass. According to the reporter: the incident occurred after third reload was attached. The sulu was cycled as normal (open and closed), by the scrub nurse. The surgeon closed the sulu on the jejunum, but when he pushed the fire button, the sulu didn't fire. The surgeon opened the sulu and converted to a egiaustnd. The incident didn't cause any blood loss or damage on the patient. There was a slight delay in the operation time about 1 min. There was no tissue damage. There was no bleeding reported in excess of 500cc. No reinforcement material used.